Event description:
A hospital in (B)(6) reported that the airway and chamber temperature did not increase while setting up an rt212 adult inspiratory heated breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for tha product is k983112. Method: the complaint inspiratory limb of the breathing circuit was returned and a heater wire resistance test was carried out using a multimeter. Results: the heater wire resistance of the complaint inspiratory limb was found to be within specification for this product. Conclusion: no fault was found with the returned complaint inspiratory limb. All breathing circuits are electrically tested during production and those that fail are rejected.